Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was being explanted due to an infection. During the procedure, when the left ventricular (lv) lead was being extracted, it broke apart and unraveled. The lead was partially explanted and the distal portion was left in the body. The rest of the crt-d system was able to be explanted. No further patient complications have been reported as a result of this event.